Manufacturer narrative:
Analysis revealed reservoir passed per specifications. No leaks and no problems were observed during analysis. Reservoir found connected / locked in place properly.

Event description:
Customer reported leakage into pump. Customer is unsure if set or reservoir caused leakage. No further leakage. No furthers details provided at the time of call.